Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-op x-rays for c3-c4 anterior cervical discectomy and fusion shows progressive back-out of the interior screw at different time intervals. The patient has multiple (3+) levels fused below the construct and the fusion appears complete. Initial placement appears satisfactory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion and fixation at c3-c4 due to degeneration and myelopathy. The alleged device was implanted during this surgery. On an unknown date, post-op, the screw slipped out of the implant after breaking the locking wire and got stuck in the esophagus. Allegedly, this led to pain and swallowing issues. Hence, on (B)(6) 2019, the patient underwent a revision surgery. The broken wire was recovered but the screw could not be recovered. It was found that the screw was hidden inside the esophagus and opening the esophagus was more risky. The screw can still be seen on x-ray. Patient is recovering with the screw in his throat with continued problems but minimal pain.